Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 23mm navitor vison valve was chosen for implant using a small felxnav delivery system. During procedure, the activated clotting levels were 254s and heparin was administered. A pre-implant balloon valvuloplasty done 20mm non-abbott balloon. The valve was implanted at a depth of 5.7mm on the left coronary cusp (lcc) and 5.7mm on the non-coronary cusp (ncc). On (B)(6) 2025, the patient had 3 syncopal episodes at home and heart was 30s when reached the hospital. An atropine was given and heart rate was 80s-90s. The patient awake and alert upon arrival. The patient had complete heart block. A transvenous pacing wire was emergently placed at the bedside. The patient underwent a dual chamber permanent pacemaker implant on (B)(6) 2025. The patient required prolonged hospitalization. On (B)(6) 2025, the patient was reported discharged.

Manufacturer narrative:
An event of syncope, bradycardia and complete heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported patient effects could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The unexpected medical intervention and surgical intervention were result of temporary and permanent pacemaker implants. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.